Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024 the patient inserted a new sensor and after 2 hour warm up the app showed an error message ¿start new sensor¿. At the time, the patient experienced convulsion (seizures) and there was no continuous glucose monitor (cgm) reading. The patient's spouse called 911 and she was taken to the hospital. At the emergency room (ER) they took a blood glucose (bg) reading which showed low readings (no value reported). The patient was treated with intravenous (IV) fluids and sugar gel. After the treatment they took a bg reading which was 130 mg/dl. The patient was discharged after 3 hours. At the time of the report the patient was fine. No other details were documented. Data investigation confirms a start new sensor message. The probable cause was determined to be low counts aberration. No additional patient or event information is available.